Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. This submission is being made after a two year retrospective review was conducted as part of a response to a FDA 483.

Event description:
It was reported that a proultra surgical tip broke during use; no injury resulted.